Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. On (B)(6) 2019 the patient reported that about 1-2 times per year, the pump would shock her on her left side where the pump was, and it would shoot down her left leg. If she lifted her arms high it would cause it to happen, and she just kind of caught on to the correlation between the two. She used to be able to do it without a problem. It was noted that if the patient put her hand 2 inches away from it, it would shockher too. Sometimes it shocked her all day long. It was noted that lately it had been happening sometimes every 1-3 weeks. It woke her up sometimes and made it hard to lay down or get into a position in bed. The date the shocking first started was unknown. She spoke to her hcp (healthcare professional) and was told to call the manufacturer. The hcp felt that the pump did not shock the patient and they may have to medically scoot it over. It was also noted that the patient had always had bumps where the catheter was, but as of this last year the catheter stuck out almost an inch. Additional information was received on 30-mar-2020 from an hcp via a company representative. Per the hcp, the patient reported a shocking sensation that appeared to be happening near or from within the pump surgical implant pocket. There were no environmental, external or patient factors that may have led or contributed to the issue. There were no other pump malfunctions reported, no alarms, no stalls, and the pump was delivering the medication as prescribed. The hcp scheduled the patient for a pump replacement surgery on (B)(6) 2020. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-08, information was received from a manufacturer representative (rep). It was reported the patient's weight was 130 lbs. Drug information; hydromorphone (20 mg/ml) and bupivacaine (30 mg/ml). Daily dose 6.999 mg/day. No adverse events noted on the logs.